Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the helmer fridge was not on bus due to a software issue. A field service engineer fixed the issue remotely by turning the machine off for 2 minutes along with the battery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator was not detected on the bus even after the user performed a power cycle. The customer reported that this malfunction occurred when the user tried to issue medication to a patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.